Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim; they were diagnosed with neurogenic bladder. It was noted that they had tested turning their ins on and off right before going into the MRI room on (B)(6) 2018. However, it was reported that the patient had not been able to turn stimulation on since they had the MRI of their brain. When asked if they had seen any icons, they noted seeing only two icons on two rows: ins status and pp battery icon. It was stated that they had tried several times to turn it on using the programmer (pp), and they had changed out the batteries, but that didn¿t make a difference. It was also stated that they were not concerned about a return of symptoms. It was recommended that they follow up with their healthcare provider, and have a manufacturer representative check their ins. Additional information was received from a consumer on 2018-jul-02. It was reported that after (B)(6) the patient decided to try turning the ins on again, and it worked. They were able to turn it on and it is working now. The patient stated that they do not know why it did not turn on before, but now it did and it¿s on. It was noted that they would still keep their appointment with their healthcare provider tomorrow, (B)(6) 2018, and their appointment with the manufacturer representative on (B)(6) 2018 to do a thorough check of the device. There were no patient complications reported as a result of this event.